Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 443 mg/dl. The customer also reported a no delivery alarm occurred during a bolus. The customer stated insulin was unable to exit with a manual prime. The customer also reported a bent cannula when the infusion set was removed. The customer stated they have changed the infusion set. The customer declined to return the insulin pump for analysis.